Event description:
It was reported that continuous cardiac output (cco) measurement value did not seem to be accurate during use at cardiovascular surgery. Per report, the customer checked each parameter and the blood temperature measurement value was varied. The svo2 measurement value also increased and decreased. Another monitor and cable were used; however, the problem was not solved. There were no patient complications reported.

Manufacturer narrative:
The reported defect was confirmed for cco measurement values that did not seem to be accurate during use. However, the reported defect of "svo2 measurement value increased and decreased" was not confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. There were no visible inconsistencies observed on the eeprom data. There were no visible inconsistencies noted inside both the thermistor and thermal filament connectors. The cal-cup was not returned and testing was done using a laboratory cal-cup for svo2 measurements. Testing revealed that the catheter passed in-vitro calibration on both vigilance I and ii monitors. The catheter also passed transmission and cross-talk testing. There was no visible damage observed from the optical module or from the returned monoject 1.5cc limited volume syringe. There were no visible inconsistencies noted inside both the thermistor and thermal filament connectors. The lot number was not provided; therefore, a device history record review could not be performed.